Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Evaluation/testing of the customer samples was performed and leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformities during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that blood leaked from the bd vacutainer® ultratouch¿ push button blood collection set during use. The following information was provided by the initial reporter, translated from japanese to english: "blood leaked from the tubing."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd vacutainer® ultratouch¿ push button blood collection set during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "blood leaked from the tubing."